Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports blood leakage from the hemostasis valve during use. The sheath was replaced.

Manufacturer narrative:
(B)(4). The customer returned an opened aj-09886 kit for evaluation. The psi sheath and dilator were reviewed as part of this complaint investigation. Visual inspection was performed on both devices and no defects or anomalies were identified. The psi sheath was leak tested by clamping the distal end of the sheath body and using a lab inventory syringe to pass water through the side arm. A large amount of water leaked out of the hemostasis valve, confirming the reported issue. The manufacturing engineer for this device was contacted as part of this complaint investigation. The engineer stated that it is unlikely that this issue is a result of a manufacturing process as the psi sheaths are 100 percent leak tested, thus this issue would have been identified prior to the device leaving the facility. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this device warn against using excessive force when removing the guidewire, dilator, or sheath. After the sheath failed functional testing the hemostasis valve assembly was cross-sectioned and the valve was examined. One of the valve flaps was missing a large amount of material, causing the leak to occur. The material appeared to have been torn away. The length and outer diameter of the dilator were measured and were found to be within specification. The dilator was inserted into the sheath without issue. The customer reported issue of the psi sheath leaking was confirmed during the complaint investigation. The customer returned one opened aj-09886 kit containing a psi sheath and dilator for evaluation. Visual and dimensional inspection of the psi sheath and dilator did not identify any issues. The psi sheath was functionally tested and the leak was confirmed. The sheath was cross-sectioned to examine the valve and the valve was found to have a large portion of material torn away , causing the leak. The manufacturing engineer for this device was consulted and it is not believed that this issue is a result of the manufacturing process. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided it was determined that operational context caused or contributed to this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports blood leakage from the hemostasis valve during use. The sheath was replaced.